Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. Further analysis was performed on the pcb. This analysis found that a transistor component failed, further confirming the event. Once this component was replaced, the unit was able to power up successfully. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the external pulse generator would not power on. The generator was returned for service. There was no indication given as to patient involvement associated with this event.

Event description:
It was reported that the external pulse generator would not power on. The generator was returned for service. There was no indication given as to patient involvement associated with this event.